Manufacturer narrative:
No product was returned to the manufacturer. The cause of anti-backout plate dislodging from the cervical plate could not be established with the information available to the manufacturer. No manufacturing deviations were noted during review of manufacturing records. If more information is made available, a supplemental report will be filed.

Event description:
It was initially reported that there was an issue with 4web cervical spine truss system - plating solution. Upon further investigation, it was discovered that an anti-backout plate had dislodged. The surgery was performed in (B)(6) 2024 and involved two cervical cages, three pairs of cervical screws and a cervical plate. No injury to patient was reported.